Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation where it visually inspected and pressure tested. The complaint breathing circuit was returned with an assembled swivel connector. Results: visual inspection of the subject breathing circuit revealed no damage to the swivel component. The parts of the swivel were found to form a tight fit. The pressure test result was within specification. A lot check was not performed as no lot information was provided. Conclusion: we are unable to determine what caused the event reported by the customer as no fault was found with the returned rt265 breathing circuit and swivel connector. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the swivel of the complaint breathing circuit became damaged after release for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms.

Event description:
A hospital in the (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had a loose swivel connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en-route to fph in (B)(4) for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had a broken swivel connector. No patient consequence was reported.